Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Observed silicon connector was improperly seated on one of the connector posts. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Extended investigation was performed. Visual inspection was performed on the sensor plug and observed the connector lock loop not to be fully located over the connector lock loop post. The connector was opened, and no evidence of liquid ingress was observed. De-cased the sensor and inspected. Visual inspection on the printed circuit board assembly (pcba) was checked and no abnormalities or evidence of liquid ingress was observed. It can be determined that the improperly seated connector lock loop had no impact on the sealing of the sensor plug or impede its normal functionality. Side snaps of the plug were curled in an upward direction indicating the plug had been forced out of the sensor by the user. Damage was also observed on the crown of the plug. That would have been cause at the same time by the user pushing the plug out with a tool placed in this position. The user most likely opened the connector after the plug was removed and did not re-close it correctly. The user then placed the plug back in the sensor for return. Therefore, the improperly seated connector lock loop was caused by the user. The accuracy test passed, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.